Event description:
It was reported that a new ilet user attempted an independent supply change without rewinding and while still connected, tried to force a cartridge into the pump, and inadvertently delivered insulin. This constituted an improper procedure associated with the plunger mechanism, and the agent estimated up to 80 units could have been delivered. At the time of the call the user's blood glucose was 200 mg/dl. Symptoms included hyperglycemia, hypoglycemia and confusion or disorientation following an initial elevated glucose, with the lowest reported glucose of 45 mg/dl that was treated with food and oral glucose. Outcomes included no lasting health consequences or impact. Ems had been called for a welfare check as the user could not be reached for follow up. Investigation included communication with the user and third parties and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.